Event description:
Event description cpi received information that the patient received an inappropriate shock from this implantable cardioverter defibrillator (ICD) system while on vacation. Therefore, the physician elected to turn the device off until the patient returned from vacation and then perform an invasive procedure. During the invasive procedure, insulation damage was observed on the transvenous defibrillation lead. Additionally, the patient suffered complications during the extraction procedure, which resulted in the patient's death during the procedure.